Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, increased pacing impedance was observed on the right atrial (ra) lead. Further information was requested but not yet available. The patient experienced no adverse health consequences.

Event description:
During follow-up, increased pacing impedance was observed on the right atrial (ra) lead. The issue was resolved by capping and replacing the ra lead. The patient experienced no adverse health consequences.